Event description:
It was reported that during a system implant, the atrial lead was placed into the ventricle to provide pacing support. The lead dislodged from the ventricle. The lead was moved to the atrium and a new lead was placed in the ventricle. The patient was in good condition post procedure.